Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to respond appropriately to button presses. The keypad cover was removed and no contamination or damage was found to the button contacts. The pump was opened and no damage was observed on keypad flex connector. The complaint of a keypad response issue and damage were not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.